Manufacturer narrative:
The suspect product is the active test strips.

Event description:
Reporter alleged discrepant blood glucose results of hi, 91, & 323 mg/dl when all tests were performed within 10 minutes on the active system. The location of the testing was not provided. Customer stated feeling low glucose symptoms at the time and had some grape juice as a result; however, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Active system: meter and active test strip lot 22944532 with an expiration date of 12-31-2007.